Event description:
It was reported that a tandem mobi not enough insulin alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A customer service representative advised the caller on the proper insulin cartridge filling procedure, recommending a fill of at least 65 units after tubing. Despite guidance, the caller was unable to successfully load a new cartridge and resume insulin therapy. The cartridge alarm recurred, and a replacement pump is being provided for the underlying issue. Customer will use a backup insulin pump.